Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infused IV mgso4 2g over 2 hours, pump infused over 1 hour, patient stable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Sample status: [x] no sample returned [ ] sample returned - issure reported could not be confirmed due to no physical sample inspection.